Manufacturer narrative:
Lot number provided is invalid. The device was not available for evaluation. The reported lot number was found to be invalid; therefore, further investigation could not be performed.

Event description:
Report received from the (B)(6) reported that while performing a vitrectomy, the vitrectomy cutter stopped, the doctor changed the settings from fixed cut to another, after the change, the vitrectomy cutter worked. Additional information was requested but was unavailable. No patient injury.